Event description:
The customer reported, the system displayed a communication failure and no image was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended.